Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Performed service and repair functions. Reviewed service history. Replaced damage/bent clamp tubing to correct issue. The unit passed all diagnostic tests, functional tests, and is fully operational. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed. Please see signed legacy fms batch review. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the shaver suction on the 4580 fms duo+ pump/shaver combo-ns device was not working. There was a one minute delay in the surgical procedure as a wall suction was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.